Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the aerosol compressor nebulizers will not turn on. There is no physical damage, including no bubbling. MDR filed.